Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the superior vena cava connector portion of the lead was damaged during an elective device replacement procedure, resulting in out of range impedance. The lead remains in use, with the superior vena cava coil pathway not being used by means of device programming. No patient complications have been reported as a result of this event.